Event description:
It was reported that the pacing system analyzer (psa) exhibited burnt lights, and damaged cables and battery. The psa was not used. There was no patient involved.

Manufacturer narrative:
Further information was requested but not received.